Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. After tugging the working channel sleeve out to remove it from the catheter, there was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white areas and clear adhesive on the proximal end of the pebax. The complaint was consistent with the reported event of the working channel sleeve protrusion. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after performing biopsy, it was noticed on the monitor that the working channel sleeve of the spyscope ds protruded. The spyscope ds was removed from the patient. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.